Event description:
Info received indicates the right foot brake caster is not holding properly.

Manufacturer narrative:
The tech isolated the issue to the brake caster and support. He replaced the four casters to repair the bed.